Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a stone. However, the handle cannula broke when opening the basket. There was no stone inside the basket when the handle cannula broke. The basket was pulled out from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
The initial reporter's address is (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a stone. However, the handle cannula broke when opening the basket. There was no stone inside the basket when the handle cannula broke. The basket was pulled out from the patient and another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula is attached to the device. The thumb ring was detached from the handle (handle detached) and was not returned. The handle shows signs that the thumb ring was once attached. The basket was in good condition with the tip still attached. Dimensional inspection observed the side car rx was pushed back out of specification. , and the side car rx was push back. The reported event that the handle cannula broke was not confirmed. Based on all available information, it is possible that the technique used during the manipulation of the device along with the patient's anatomical conditions may have contributed to the investigation finding of thumb ring detached. The side car rx pushback could have been a consequence of this manipulation. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label.